Event description:
During a reverse shoulder replacement, the surgeon attempted to remove the 4 screws inserted into the glenoid baseplate (ref (B)(4)) to adjust the position of this baseplate as the bone graft was reported to be loosened. 3 screws were removed successfully but the 4th multi-directional screw (ref (B)(4)) was not able to be backed out. During the process of attempting to remove this screw, it was reported that the glenoid fractured and the baseplate came out. The surgeon proceeded to continue the operation by switching to a long post baseplate. The longer baseplate was not able to be inserted and the surgeon decided to switch to a hemi using the aequalis humeral head. It delayed the surgery of 60 mins.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Return of the device is ongoing.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As a reminder, "the long post baseplate is typically recommended in cases where bone graft is used between glenoid baseplate and native glenoid. It is important to check that the tip of the post is properly implanted into the native glenoid" and "the anterior and posterior screws are positioned first to optimize compression of the baseplate". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During a reverse shoulder replacement, the surgeon attempted to remove the 4 screws inserted into the glenoid baseplate (ref (B)(4) to adjust the position of this baseplate as the bone graft was reported to be loosened. 3 screws were removed successfully but the 4th multi-directional screw (ref (B)(4) was not able to be backed out. During the process of attempting to remove this screw, it was reported that the glenoid fractured and the baseplate came out. The surgeon proceeded to continue the operation by switching to a long post baseplate. The longer baseplate was not able to be inserted and the surgeon decided to switch to a hemi using the aequalis humeral head. It delayed the surgery of 60 min.